Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products- model: ddbc3d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in-clinic due to their implantable cardioverter defibrillator (ICD) toning. Upon interrogation it was discovered the ICD had experienced multiple power on resets (por). It was noted the patient had received shocks at/near the same time as the pors. It was suspected that there may be a potential right ventricular (rv) lead issue with potential arcing occurring resulting in inappropriate therapy. Reprogramming was completed, and the high-voltage therapies were turned "off." The device and lead remain in use until a treatment plan can be set. No further patient complications have been reported as a result of this event.